Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl and also around 200 mg/dl. The customer reported that the insulin pump was not keeping record of boluses customer getting. The customer was treated with insulin pump and injection for high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Program multiple basal rates and boluses for 24 hours. Monitored unit for three days. All basal rates and boluses were properly recorded in download history report, in bolus history and in daily totals. No history anomaly noted. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.